Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Analysis of the device is in process; the results will be forwarded when available.

Event description:
It was reported that during the implant procedure the lead was attempted to be positioned multiple times, which required multiple extensions and retractions. It became unclear to the physician whether the helix mechanism was working. The lead was not implanted and the physician decided to start again with a new lead. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B)(4) no anomalies found; the full lead was returned for analysis. The helix was distorted/bent and blood was observed. The lead was damaged at implant.